Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target location for the treatment was unknown. The 5.5mm x15mm maverick xl balloon catheter was advanced for pre-dilation. During the initial inflation the balloon ruptured at 6 atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).